Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed because the mitraclip system was removed without removing the gripper line; the gripper line remains in the anatomy. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed reducing the mr to 1+. The steerable guiding catheter (sgc) and cds were removed together; however, it was then realized that the gripper line had not been removed before the devices were removed from the anatomy. The physician then attempted to re-access the vein for removal of the gripper line but he could not get access. The decision was made to leave the gripper line in place, and cut it off at the groin access site. The one clip was implanted, reducing the mr to 1+ with reportedly no compromise to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: a product problem did not occur. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported issues. The reported patient effect of mitraclip system component embolization, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The mitraclip system instructions for use instructs, after clip deployment and before delivery system removal, to remover the gripper line. This event was further reviewed by an abbott vascular senior medical advisor who noted that there was evidence of a use error which resulted in the gripper line being left in the patient. The error was that the devices were removed before the gripper line was removed; therefore, there is no evidence of a device issue. Based on the information reviewed, the reported patient effects appear to be due to user error and there is no indication of a product quality issue with respect to manufacture, design or labeling.